Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false positive results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 2254874. It was reported by the customer that the box of triplex was returned all positives (lot #2254874). They are concerned that each and every test result was positive. Then, when they performed testing on a new box from that lot, there was an equal mixture of positive and negative results. While inquiring, customer said that they did not perform confirmatory pcr testing. Bd representative explained to the customer that pcr testing is recommended when the validity of a result is questioned. Customer made a note of that recommendation. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. No return samples were received; therefore, return sample analysis could not be performed. This complaint was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that bd veritor ¿ sars-cov-2 & flu a+b a box returned all positives. No injuries were reported. The following information was provided by the initial reporter: the box of triplex was returned all positives (lot #2254874). They are concerned that each and every test result was positive. Then, when they performed testing on a new box from that lot, there was an equal mixture of positive and negative results.

Event description:
It was reported that bd veritor ¿ sars-cov-2 & flu a+b a box returned all positives. No injuries were reported. The following information was provided by the initial reporter: the box of triplex was returned all positives (lot #2254874). They are concerned that each and every test result was positive. Then, when they performed testing on a new box from that lot, there was an equal mixture of positive and negative results.

Manufacturer narrative:
Medical device lot #: 2254874 was reported, however, this is not a lot# manufactured for this product.  A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.